Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced allergy to metals ("nickel allergy") and abdominal distension ("swollen belly"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, allergy to metals and abdominal distension outcome was unknown. The reporter considered abdominal distension, allergy to metals and medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: medical device removal. Removal date was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.